Event description:
Customer reported, the insulin pump had alarmed low battery. Customer changed three different batteries and the display would not return. Customer's blood glucose was unknown. The device does not show signs of physical damage. The device was not dropped, bumped or exposed to moisture. Battery cap, battery compartment, and springs were not damaged, missing, nor corroded. Customer inserted a new battery and display returned. Customer was advised a new battery cap was going to be sent. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.